Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported an "alleged" leak with lap-band tubing. A "crack" was noted "at a the port tubing near the connector." The problem was first noticed during a fill appointment in which the injector was unable to aspirate fluid from the port. Follow-up findings: a barium swallow "with omnipague" test was performed. The surgeon was unable to aspirate the fluid. "Five ml of omnipague" was used. A leak around the port was noted, but there "should have been 15 ml in band." The port was explanted and replaced.